Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion and had an inaccurate delivery rate. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'excessive upstream occlusions' was not reproduced. A review of the event history log revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. The ultrasonic sensor will require replacement per service procedure. The reported problem 'improper delivery rate', was confirmed. A review of the event history log could not be confirmed. The reported condition was verified. The cause of the condition was determined to be worn travel pressure plate springs. The pressure plate springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.